Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was also noted that the device passed functional testing. There was no dirt on the flexible tape contacts but this part was cleaned during servicing. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient for back-up pacing, the epg paced on the t-wave due to undersensing and ventricular fibrillation was induced. External shock was promptly provided to the patient and sinus rhythm was restored. After the rhythm was back to normal, the ECG was checked on the monitor and undersensing was confirmed, thus the use of this device was discontinued. Later the sales representative collected the device and returned it to the manufacturer for servicing. No further patient complications were reported as a result of this event.